Manufacturer narrative:
The device referenced in this report was kept by the hospital after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient had to undergo additional surgery for the removal of the detached ivl catheter. After the removal of the ivl catheter surgery, patient is doing well. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all swmi's acceptance criteria prior to shipping. The device successfully delivered 10 pulses, so this is not an out-of-the-box failure. The exact cause for the device separation could not be determined, but the physician stated that it may have "possibly got hung up on a shelf of calcium". Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A c2 ivl coronary catheter was used to treat a heavily calcified left anterior descending (lad) coronary artery. Femoral access was gained and ivus was used. Physician also used csi prior to the ivl catheter. One cycle of shockwave ivl pulses was delivered and the ivl catheter was attempted to be withdrawn from the patient. Attempts to remove the ivl catheter were unsuccessful, and a portion of the ivl catheter broke off inside the patient. It was noted that the physician then tried to snare the detached catheter but was unsuccessful. The physician stated that the ivl catheter possibly got hung up on a shelf of calcium. No excessive force used during device removal/device manipulation. The patient was scheduled for another procedure to surgically remove the detached catheter. Following the case, the patient was stable in ICU. It was reported that the patient underwent open heart surgery a few days following the ivl procedure, and the ivl catheter successfully removed. Patient is doing well, and no additional patient sequelae has been reported.